Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
As we sent 12 driver blades to the MFR as (B)(4), it was found that the tip of one driver blade was broken. This driver blade was originally reported as deformed from the loner distribution ctr when it was checked after returned from the hosp.